Event description:
Left knee effusion [joint effusion]. Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Difficulty walking without assistance [gait disturbance]. Case description: spontaneous report received on (B)(6) 2010 from a consumer regarding a (B)(6) female patient, initials (B)(6), with a relevant medical history of osteoarthritis of the left knee and previous synvisc-one treatment 6 months prior. The patient received the most recent synvisc-one injection into the left knee on (B)(6) 2010. On (B)(6) 2010, one day after receiving the synvisc-one injection into the left knee, the patient experienced severe left knee pain and swelling. The patient went to the emergency room where a blood clot was ruled out and the patient was sent home. The left knee pain persisted and on (B)(6) 2010, the patient was admitted to the hospital for 3 days. While in the hospital, the patient's left knee was drained and the fluid culture was negative. On (B)(6) 2010, the patient was sent to a rehabilitation facility. Starting on an unk date, the patient has developed difficulty walking without assistance. The patient's knee has continued to be very painful and swollen without improvement. Additional treatments required for the events included: prednisone and percocet, along with tylenol for pain. The patient will be transported to see the physician for follow-up on (B)(6) 2010. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: no further details were received. Further information has been requested.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.